Event description:
It was reported that the ends of the cable melted during sterilization. The sterilization settings used were 132-135 celsius at 4 minutes in a wrapped pre vacuum cycle using a plastic pouch for wrapping. There was no pt use.